Event description:
It was reported the device did not charge properly, with power on reset parameters, prior to implant. There was noise on the atrial channel when attempting to charge. The device subsequently tested out of specification at manufacturer's analysis.